Manufacturer narrative:
This report is submitted on december 23, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement following a fall. Surgery to reposition the magnet was completed on (B)(6) 2020. The implanted device remains.